Event description:
The patient was implanted with a left ventricular assist device. The patient received a pump exchange on (B)(6) 2014 due to septal suck and hemolysis due to patient obesity. The patient's bmi was 44 at time of implant. After the pump replacement, the patient was unable to wean from the ventilator due to severe pulmonary disease, and experienced severe deconditioning, chronic pump pocket infection, adn right heart failure. The family elected to withdraw care, the patient expired on (B)(6) 2014. Reportedly, the event was not device related and the pump functioned as intended.

Manufacturer narrative:
No autopsy was performed and the product will not be returned. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Specific causes for the reported pump pocket infection and right heart failure, and correlations to the implanted device could not be conclusively determined. The pump was not sent back and is not available for investigation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.